Event description:
It was reported by the customer that a pyxis medstation es system drawer had failed to open. The customer stated that they were able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie pockets failed and missed on application configuration. A field service engineer replaced the controller board, row board cable connection, cubie trays and pockets to resolve this issue. The system functioned as intended after a field service engineer repaired the device.